Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse calibrated the reagent probes. Fluidics has passed checks. The cse cleaned the luminometer. The cse ran quality controls (qc), resulting within range. The cse ran multi-dilution checks, resulting satisfactory. The cse did not find an instrument issue during service. The cause of the discordant, falsely high tni-ultra results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) result were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s), as the laboratory has established a protocol to repeat all positive tni-ultra results. The samples were repeated on the same instrument, resulting lower. The samples were then repeated on an alternate instrument, and the results matched with the other repeat results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, tni-ultra results.